Event description:
The customer contacted beckman coulter, inc. (Bec) to report a discrepant troponin I (accutni) patient sample result generated on their access 2 immunoassay system. The accutni patient sample result was reported outside of the laboratory. It is unknown if there was impact to patient treatment associated with this event. The accutni assay yielded a result of 0.04 ng/ml for the patient sample. However, accutni testing performed the following day ((B)(6) 2008), for the same patient yielded a discrepantly higher result. Quality control results were within the laboratory's established ranges prior to the event. System check data were not provided by the customer.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. An investigation of the event revealed that the root cause is due to insufficient/inadequate washing (incomplete wash buffer delivery) due to the dispensing of bubbles into the reaction vessel. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following MDR that has been reported: MDR 2122870-2011-05738. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.